Manufacturer narrative:
(B)(4). (B)(6). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient, (B)(6), male underwent an ischemic ventricular tachycardia (vt) ablation procedure in the left ventricle. A deflectable agilis¿ (st. Jude medical) sheath was used to make the transseptal puncture. After some attempts without passing through the atriums the deflectable agilis¿ sheath was changed to a fix agilis¿ sheath. The transseptal puncture has been performed with the fixed agilis¿ sheath and then it was changed again to the deflectable agilis¿ sheath. A mapping phase was started with a thermocool® smarttouch® uni-directional catheter introduced in the sheath. During the mapping, there is a decrease in oxygen concentration in the blood (oxygen desaturation) was observed as the patient¿s blood pressure dropped. The physicians tried to drain the pericardium; however they were not able to recover the patient. Ablation has not been performed. The patient was reported to be in critical condition immediately after the event. The patient died. According to the physician¿s opinion probably the perforation happened during the transseptal puncture and due to underlying patient condition. However since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the smarttouch catheter. No anomalies were found on the catheter during the procedure.